Event description:
It was reported that during device change out, externalized conductors were observed via x-ray. The patient was brought back at a later date and the lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.